Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's friend/family member (consumer) regarding a patient receiving unknown morphine drug via an implantable infusion pump for non-malignant pain. It was reported that the consumer was asking about the process for getting magnetic resonance imaging (MRI). The consumer reported the patient had an MRI (B)(6) 2026 and the pump had been turned off since then, and the patient was not doing well today and was vomiting severely. The consumer stated the pump was turned off and no manufacturer's representative (rep) was there to turn the pump back on. The consumer stated the same issue occurred during the patient's last two mris, when the pump remained off for about a week because no one was there to turn on the pump. The patient was redirected to their healthcare provider (hcp) for further assistance. The patient called back 2026-jun-26 and repeated previously documented information. The patient mentioned the pump was not alarming, but they were experiencing vibrating sensations. While the agent was reviewing information, the call accidentally got disconnected. The agent attempted to call back but the patient did not answer, so the agent left a voicemail.